Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, during the retrieval of specimen the pouch tore causing spillage of content, including bile, into abdominal cavity and skin. Another retrieval bag was used to resolve the issue. Additionally, the incision was extended to accommodate the size of the specimen, but the incision was not extended after retrieving the specimen and no other device was used. Since there was higher risk of infection, appropriate steps were taken to prevent infection. It was noted that the surgical time was extended for less than 30 minutes.